Event description:
It was reported that the patient underwent routine replacement of the pacemaker and subsequently developed infection and sepsis. The pacemaker was removed, and the existing atrial and right ventricular leads were capped and abandoned. The patient was assessed via trans-esophageal echocardiography and would potentially receive a new implant in 2023. No additional adverse patient effects were reported.